Manufacturer narrative:
Based on the claim against the product by the customer noting the system was experiencing erbe errors, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. The erbe generator was analyzed, and failure analysis investigations was able to replicate and confirm the reported issue. The erbe generator was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to erbe generator issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the system was experiencing erbe generator errors. At time of the call, the monopolar selection options were greyed out and the grounding pad was set to dual pad with a red indicator. The system was not connected to the onsite network. A second ground pad was connected and the erbe generator still failed to recognize the pad. The erbe generator was power cycled and started with an m-02 error. After power cycling the erbe generator again, the error went away. The ground pad was being recognized at this time. Customer confirmed the monopolar energy settings were available. The customer called back and the erbe generator experienced a c-83 error. Prior to calling in again, the surgeon had made the decision to convert to laparoscopic surgery. The technical support engineer (tse) was unable to view system logs since the system was not currently connecting. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred during the procedure. The ports were not increased. No additional ports were added. The patient tolerated the conversion well. There was no harm to the patient.